Event description:
User received questionable high calcium results on their integra 400 plus analyzer. Two patient samples were involved in the event and both patient samples generated discrepant calcium results. Patient sample 1, initial calcium result gave 10.71 mg/dl. The sample was repeated twice giving 9.20 and 9.19 mg/dl. Patient sample 2, female, (B)(6). On (B)(6) 2010 initial calcium result gave 13 mg/dl. The sample was repeated twice giving 9.5 and 9.77 mg/dl. User said results were not reported, and patients were not affected. Calcium reagent lot number, 62114901. The field service representative found cause was dirty probes contributing to reagent carry-over. He checked analyzer operation with no problems found. Customer replaced probes. Performance tests and controls were run, which were within specification.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.